Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion the device was not returned for analysis. However, a review of the complaint details and assessment of the available information determined that the reported discomfort at the implantable pulse generator (ipg) site, intermittent device performance issues, unintended stimulation requiring repositioning, and breakthrough pain in the lower extremities at night, as well as discomfort associated with superficial hardware attributed to weight loss, cannot be objectively verified nor attributed to a specific device-related or non-device-related cause. Additionally, there is no evidence against the functionality of the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that patient experienced discomfort due to battery placement and the anchors under the skin became more superficial due to weight loss. It was also noted that the patient experienced pain in the legs at night and intermittent issues with the spinal cord stimulator (scs) device, including hand dysfunction requiring manual adjustment of the stimulator. The patient subsequently underwent an implantable pulse generator (ipg) replacement procedure. No further information could be obtained.